Manufacturer narrative:
Block b3: exact date unknown, the device had been explanted for some time. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 21505474/21488247.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the device was explanted as the ipg site was uncomfortable. All device components were removed and discarded by the facility. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.